Event description:
It was reported that during a device interrogation the day after implant the right ventricular (rv) lead had high and varying impedance and high threshold. The rv lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the full lead was returned and no anomalies found. However, there was blood in/on the helix/lobe mechanism.